Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor anomaly on the insulin pump. Troubleshooting was performed. Customer advised the sensor was short and only half of the cannula was visible. The sensor will not be returned for analysis.